Event description:
Customer has been experiencing leaks of insulin and occlusion errors on her pump due to bent cannulas. She has had 3 instances in which the cannula has bent and caused leaks. She noticed it because her readings were higher than expected. She ate her lunch and bolused and when she looked down there was a large wet spot on her shirt. She pulled the cannula out and the cannula was bent. No adverse event reported. Infusion sets are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.